Event description:
It was reported that during a cryo ablation procedure, weak phrenic nerve was observed. The ablation was stopped using the double stop technique, but phrenic nerve palsy (pnp) occurred. The case was completed with radiofrequency. After the procedure, pnp slightly improved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least six applications were performed with the balloon catheter without any issues on the date of the event. The balloon catheter was not returned and there was no indication of a product malfunction. A known clinical issue (phrenic nerve injury) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.